Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the pulse generator was in backup vvi mode. Programming changes were made. The patient was in stable condition.